Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an unruptured amorphous aneurysm located in the left internal carotid artery, friction and difficult positioning was encountered during advancement of the flow-diversion device through the marksman and the distal segment of the catheter was fractured. It was reported that the flow-diversion device could not be released from the microcatheter and physician forced the device inside the microcatheter. When the fracture was noted the physician decided to retrieve the microcatheter. The microcatheter was removed from the patient successfully. A new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The marksman catheter and flow-diversion device were returned for evaluation. The flow diversion system was found to be stuck inside catheter lumen. For further examination, the flow diversion device was pushed out of the catheter lumen with some difficulty. The catheter body was found to be separated into two segments; 29.5 cm from the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The catheter body was also found to be accordioned. The catheter was tested by running an in-house mandrel through catheter tip and hub. The mandrel was able to pass through the catheter tip and hub with slight resistance became stuck at the damaged locations. No other anomalies were observed. Based on the analysis findings the clinical observation was confirmed. We are unable to definitively determine the cause for the reported event. However, the damages seen on the catheter body suggest excessive force was used. As reported, the physician continued to force the flow diversion system through the microcatheter, despite encountering resistance. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. In addition, a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.